Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. Pump error 37 was not noted during testing or in pump's downloaded history. Successfully downloaded history files and traces using thus. Verified the pump alarmed pump error 43, multiple times in pump downloaded history on (B)(6) 2021 at 05:20:00.000 due to moisture damage on the motor. Verified the pump alarmed pump error 53 in pump downloaded history on (B)(6) 2021 at 08:39:11.000 with line number = 5632 and file number = 2005 due to software error. Verified pump error 54 in pump downloaded history on (B)(6) 2021 at 08:39:09.000 with line number = 131 and file number = 32019, however more detailed info cannot be provided since the detailed traces do not cover the timeframe of the pe54, per engineer analysis. Pump was cut open to perform visual inspection and found¿moisture damage¿on the pcba 1, pcba 2, motor and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, serial number label fading, serial number label stained, cracked retainer, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Pump error 37 was not confirmed during analysis. Pump error 43 was confirmed due to moisture damage on the motor. Pump error 53 was confirmed due to software anomaly. Pump error 54 was confirmed and isolated to the electronic assembly. Pump error 54 was triggered due to threadx queue failure. More detailed info cannot be provided since the detailed traces do not cover the timeframe of the pe54. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.